Event description:
Caller reported cgm error 42, referencing a g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, successfully resolving the error, and proceeded to start a new sensor session without further issues.